Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
On (B)(6) 2024, intuitive surgical, inc. (Isi) received mw5156619 stating: audible snap from prograsp instrument during procedure. Instrument removed from surgery field. No patient harm, instrument removed during case. No injury occurred.